Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable due to failure to recharge the device as recommended. As a result, surgical intervention was undertaken on (B)(6) wherein the ipg was explanted and replaced with a different model which resolved the issue.